Event description:
During the procedure, the tip of the phaco broke off. At the time the tip had no fluid under pressure and was lying on top the lense, and the doctor was able to retrieve the broken tip without issue or harm ot the patient.

Manufacturer narrative:
The phaco tip was visually inspected and found to have broken across the abs port of the phaco tip. The most probable cause of the device failure is due to fatigue. The fatigue is from the ultrasonic energy and caused a crack to form or propagated a pre-existing crack to fracture. The device history record for the returned device indicates that the device passed all applicable inspections and tests prior to release. Due to the infrequency of this type of event, no trend analysis is available.